Event description:
Meter name: one touch ii meter, strip name: unknown, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: acting goofy. A patient reported that they had to call 911 since pt was not able to test their blood due to the clean test area message on their meter. Their meter allegedly would only prompt clean test area. Unable to test on the meter. The result on the emergency medical technician meter was 38. There was no comparison performed between the emergency medical technician meter and patient's meter. Treatment was candy and sweet soda no further information has been reported.